Event description:
It was reported that intra-op, the tip of screwdriver was very worn. The screws had however been implanted.subsequently, in a second surgical intervention, it was decided to remove the screw but it was not possible as the screwdriver was not suitable and the screw head was ruined which did not allow to extract the device.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis:visual and optical inspection confirms the tip is not broken. The tip has been rounded at the hex corners. Material hardness confirmed to be within print specification. The age of the product in addition to confirmed proper hardness suggests wear over time.